Manufacturer narrative:
Additional information was received that the patient will not undergo revision procedure as the physician had not agreed to do the procedure.

Event description:
A report was received that the patient felt like she has wires poking her in the back that was uncomfortable even when the stimulator was turned off. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician was not seeing the patient due to psychological issues.

Event description:
A report was received that the patient felt like she has wires poking her in the back that was uncomfortable even when the stimulator was turned off. The patient will undergo a revision procedure.

Event description:
A report was received that the patient felt like she has wires poking her in the back that was uncomfortable even when the stimulator was turned off. The patient will undergo a revision procedure.

Event description:
A report was received that the patient felt like she has wires poking her in the back that was uncomfortable even when the stimulator was turned off. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient's feeling of wires poking in the back was a burning or stabbing type of pain at the lead site. It was also reported that the stimulation was very positional and when this was adjusted, the stimulation was painful in the abdomen and ribcage.